Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the operational check, an issue was identified, but the specific failure that was found during the self-test and its cause was not provided. The reported problem was confirmed, and the therapy pca was replaced to resolve the issue. The device was evaluated by a philips representative.